Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3487a, lot# l55972, implanted: (B)(6) 1998, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who did contact the patient on (B)(6)2019 to confirm information. The patient reported to the rep that they think one of their leads was broken because it has been shocking them, and they were in the process of finding a new pain management doctor that will accept their (B)(6). The rep provided the patient with a doctor's name and contact information who has experience working with (B)(6). The rep instructed the patient to turn the ins off, which the patient had already did. The patient was going to contact the rep when they have an appointment scheduled so the rep can be at that appointment. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3487a, lot# l55972, implanted: (B)(6) 1998, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 09-feb-2012, UDI#: (B)(4); product ID: 3487a, serial/lot #: (B)(4), ubd: 31-aug-2002, UDI#: (B)(4).: coding applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that in (B)(6) 2019, the patient started feeling shocking, and they believe one of their leads had broken. The patient had been trying to contact a manufacturer representative (rep) to inform them of the issue but they hadn't heard back from the rep, so they contacted patient services (ps). Ps redirected the patient to the doctor to address the shocking sensation and to confirm if a lead had broken. It was noted the patient was trying to find a doctor closer to them so physician listings were provided. Field reps were contacted to inform them of the issue and a rep responded reporting they would contact the patient. No further complications were reported or anticipated.